Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: probiotics. Concurrent conditions included hypertension, vaginal odor, multiple allergies (bactrim: rash, sulfa: rash.), vaginal discharge and itching. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic/pelvic pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection") and alopecia ("hair loss"). The patient was treated with surgery (ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, vaginal discharge, cystitis, alopecia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for pain, bleeding, bladder infection, vaginal discharge she underwent additional surgeries on (B)(6) 2018. Type of additional surgeries: other (not specified). Discrepancy noted in date of insertion (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: endometrial biopsy· proliferative endometrium. No atypical or malignant changes. Ultrasound pelvis - on (B)(6) 2018: prominent endometrium of 7.2mm solitary intramural fibroid. Simple cysts bilaterally as well as a complex right ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received: case has became incident. New events added: abnormal bleeding (vaginal). Event onset date, patient history lab data were added. Reporter information were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.